Manufacturer narrative:
(B)(4) the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, a service review, and a review of the alarm log were performed. The f-94 alarm was identified during functional testing the alarm log review. The cause of the condition was due to the device needing to be reconfigured. To correct the condition, the configuration was reset. The device was returned in good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician, a flogard pump presented tbe f-94 alarm. No additional information is available.